Event description:
Medtronic received information from a literature article regarding transcatheter valve embolization and migration (tvem) in patients undergoing transcatheter aortic valve implantation (tavi). A single center patient database was screened for cases of tvem between july 2009 and july 2021. A total of 54 patients who experienced tvem during tavi were included in the study population (predominantly female, mean age 78.8 years). Of these patients, 24 were treated with a non-medtronic tavi system and 30 were treated with a medtronic tavi system (corevalve = 17, evolut r/pro = 13). No unique device identifier numbers were provided. Among all 54 tvem patients, 4 in-hospital deaths occurred. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Of the 54 tvem patients, 46 were treated with implant of a second transcatheter valve and 8 underwent conversion to surgery. The authors reviewed the procedural records and imaging and uncovered five mechanisms for tvem: 1) spontaneous embolization into the ascending aorta (¿pop-up¿), 2) migration into the left ventricle, 3) accidental pull-back of the valve into the ascending aorta during removal of the delivery system due to incomplete release of the valve, 4) embolization during post-dilation, and 5) embolization due to loss of capture during implantation. Additionally, the authors performed computed tomography exams on average 26.3 months after tavi (range of 2 to 84 months). In three patients (one evolut r case), the authors observed parts of the valve stent frame protruding into the aortic wall, without signs of dissection. In another case, the snare used to pull the embolized evolut pro further into the ascending aorta (to avoid coronary obstruction) became stuck within the valve frame. The bent evolut pro was eventually pulled into the descending aorta where the snare was freed. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Relevant device(s): product ID: mdt-trans dcs, serial/lot #: unknown, ubd: unknown. Asku citation: frumkin d, et al. Valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography. Frontiers in cardiovascular medicine. Med. 9:928740. Doi: 10.3389/fcvm.2022.928740. Earliest date of publication used for date of event. Medtronic products referenced: corevalve and accutrak system (PMA# p130021, product code npt), evolut r and enveo r system (PMA# p130021, product code npt), evolut pro and enveo pro system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.